Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was provided: was any blood transfusion necessary? No. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (B)(4) is not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2024 and suture was used. During the surgical suturing process, the suture suddenly broke. The patient was at risk of postoperative massive bleeding and the suture was easily left in the patient's body. The medical staff immediately replaced new suture and sutured the patient. There were no adverse patient consequences. Additional information was requested.